Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2016 due to diabetic ketoacidosis (dka). Reportedly the customer's blood glucose (bg) was a "high" level, however the exact value was not provided. The customer was treated with intravenous (IV) fluids and insulin, and released 6 hours later with a bg level of 269 mg/dl, and no injuries to the customer. Additionally, before being released from the ER, the customer was able load new supplies on the pump.